Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation.

Event description:
The facility alleges the skin stapler jammed. No patient injury or medical intervention was reported.